Event description:
It was reported that insulation anomaly was suspected due to low hlvi. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.